Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered lead integrity alerts (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the rv lead showed noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.